Event description:
The customer reported a loss of audible alarm function on the cic pro. The issue was identified prior to patient use.

Manufacturer narrative:
Legal manufacturer: hcs tower - 8200 w tower ave USA milwaukee, wi 53223. A1-a6: the device was not in patient use at the time the issue was identified. H11: no UDI available as device was manufactured prior to UDI compliance date. The customer reported a loss of audible alarm function on the cic pro. The issue was found during routine device checkout. The biomedical engineer rebooted the cic pro which restored the audio function. Per review with ge healthcare (gehc) engineering, this event was determined to be related to a previously investigated issue wherein the cic pro device may lose audible alarm function. The visual alarms are still present and active. If the patient is also connected to a bedside monitor, the alarms at the bedside monitor are unaffected. Gehc attempted to reproduce the issue with similar devices in a test lab, reviewed device performance log files for other devices that showed the same issue, and performed extensive historical data analysis along with technical design review. Gehc was unable to determine a definitive root cause for the loss of audible alarm function. Gehc continues to evaluate incoming complaints and investigate where appropriate.

Manufacturer narrative:
This supplement is being submitted to inform the FDA of ge healthcareâs (gehc) decision to cease reporting the following malfunction. Previously, we identified an issue wherein the cic pro or cscs v1 central station may experience a loss of audible alarms. The visual alarms are still present. Despite extensive testing and review of relevant data, gehc was unable to determine the root cause. However, since the issue was initially reported, the review of complaint/trending data has not identified any other adverse patient events related to it in the past three years. In addition, our clinical and risk analysis determined that it would be unlikely for death or serious injury to occur in the future if the issue were to recur. Gehc has therefore concluded that the issue no longer meets FDA MDR malfunction reporting requirements. We will continue to evaluate all product complaints and submit MDRâ¿¿s as required.